Manufacturer narrative:
It was reported that the ventilator 's battery could not be charged. The device was not being used for treatment when the reported event occurred. During troubleshooting, the reported issue was confirmed and the battery was replaced to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator 's battery could not be charged. The device was not being used for treatment when the reported event occurred. The date of the incident was not provided by the customer.